Event description:
It was reported that the balloon did not inflate and the balloon could not maintain inflation at the inflation test. No pt complications were reported.

Manufacturer narrative:
The device was returned and evaluated. Catheter was received in open original packages. Examination revealed that the balloon did not inflate due to leakage from the inflation lumen near the distal end of the thermal filament mid-form. Leakage occurred from a slit, about .13 inches long and extended underneath thermal filament cover.